Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad. Approximately 3.5 months post index procedure, patient death occurred. Cause of death massive heart attack. The investigator indicated that the reported event was unlikely related to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death/myocardial infarction).

Event description:
The investigator assessed that the mi event which occurred approximately 3.5 months post index procedure was possibly related to the (B)(4) device.